Event description:
It was reported that during an iliac dilatation procedure in which three catheters were used sequentially, all three balloons developed a hole on the first inflation before reaching the stenosis. The catheters were removed & replaced with no patient injury or further complications being reported.